Event description:
It was reported that there were numerous oversensing and undersensing episodes despite programming changes. The ECG for auto activations was turned off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The serial number of the device was not known, (B)(4).